Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii leaked (B)(6) 2025, 9:00 am the nurse administered an IV infusion as ordered by the physician. After properly inserting a closed-system IV catheter, blood seeped from the side of the catheter tubing. The catheter was removed, and the nurse apologized to the patient and family while explaining the situation. A new closed-system IV catheter was inserted, and the infusion was completed successfully.